Manufacturer narrative:
285356 evaluation statement: the reported event of case damage was confirmed from photos in the tpc site summary, however the cause of the damage was not identified. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
As part of the project planning for the alaris-epic interoperability project at stanford, the technical practice consultant was onsite last week to perform an a fleet assessment of the facility alaris devices. The tpc observed devices from biomed,with case damage and syringe modules /pca have physical damage. There was no report patient involvement.

Manufacturer narrative:
Evaluation statement: the reported event of case damage was confirmed from photos in the tpc site summary, however the cause of the damage was not identified. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
As part of the project planning for the alaris-epic interoperability project at stanford, the technical practice consultant was onsite last week to perform an a fleet assessment of the facility alaris devices. The tpc observed devices from biomed,with case damage and syringe modules /pca have physical damage. There was no report patient involvement.